Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis of the pump revealed no anomaly found, analysis of the catheter revealed no anomaly found.

Event description:
It was reported the patient experienced negative side effects from intrathecal pain therapy. The pump and catheter were explanted. The pump was used to deliver hydromorphone. Additional information later reported the patient requested pump be explanted.